Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation, along with one image. The image submitted with the returned device appears to show a blood-like substance on the catheter shaft just proximal to the tip electrode; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouples met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following lpv ablation and following rpv ablation. The ensite case study indicated increases in impedance during rf delivery in 33 ablation events throughout the study, and no temperature or power anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pulmonary vein isolation procedure, a blood clot was observed on the catheter after the left pulmonary vein (lpv) isolation had been performed in smooth tissue with point by point lesions. The patient's act level was around 400 and heparin was used for anticoagulation therapy. The blood clot was removed with a cloth and the procedure was completed with no adverse consequences to the patient.